Manufacturer narrative:
Concomitant product(s): dtba1q1 ICD: 694758 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high capture measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.